Manufacturer narrative:
Field follow-up states that during a recent in office visit, the patient reported no dizziness over the past several months. It was also stated that following the previous dizzy episodes, both the rv and lv pacing configurations had been reprogrammed. The patient reported no extra physical activity prior to, nor during the time of the dizzy episodes and no specious medical equipment involvement, so as to suspect an emi involvement. Full chest x-rays were completed during the previous visit with no conspicuousness lead and or device positional outcomes identified. As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device reported to the medical facility, due to dizziness: the patient was then hospitalized. While at the hospital, an electrogram was captured illustrating ventricular pacing, however, no ventricular capture. Additionally, at the end of the electrogram strip, pacing inhibition was also observed. Based on available information, lead data does show some important findings on right ventricular and left ventricular, impedances. Both presenting a sudden rise in the last days and, some peaks, during the last months. According to available episodes, there is no evidence of noise or non-physiological data. Based on these finding, a thorough evaluation of both the rv and lv leads, was recommended. Lead dislodgement/impairment should be evaluated and a lead revision may be necessary. The patient is pacer dependent; the rv lead is a non bsc product while the lv lead is (4674/814695).

Manufacturer narrative:
Should additional information become available, another report will be submitted.

Event description:
It was reported that the patient with this device reported to the medical facility, due to dizziness: the patient was then hospitalized. While at the hospital, an electrogram was captured illustrating ventricular pacing, however no ventricular capture. Additionally, at the end of the electrogram strip, pacing inhibition was also observed. Based on available information, lead data does show some important findings on right ventricular and left ventricular, impedances. Both presenting a sudden rise in the last days, and some peaks, during the last months. According to available episodes, there is no evidence of noise or non-physiological data. Based on these finding, a thorough evaluation of both the rv and lv leads, was recommended. Lead dislodgement/impairment should be evaluated and a lead revision may be necessary. The patient is pacer dependent; the rv lead is a non bsc product while the lv lead is (4674/ (B)(4)).